Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective device/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the block above the water trap is internally leaking of the sipap ventilator. Furthermore, there was no patient involvement associated with reported event.